Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. The customer's product has been requested for an investigation. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted once investigation results are available.